Event description:
The customer reported to olympus, the air/water cannot pass through the device smoothly. The procedure was completed with another device. There was no procedural delay. There was accessory device involved in the event. During the inspection and testing of the returned device, the nozzle was found to be obstructed with debris, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the nozzle being obstructed with debris.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was found to have insufficient air/water feeding volume. There was also an obstruction in the air/water tube of the nozzle due to debris. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: (a) reprocessing method conducted by the user was different from method recommended in the instructions for use (IFU). (B) staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): reprocess manual states on insufficiently reprocessing and immediate cleaning after procedure as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ use of the air/water nozzle cleaning adapter is mentioned for preventing clogged nozzle as follows: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ it is mentioned that only sterile water is poured to the water feeding tank and no additives are put into sterile water. ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.